Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure (B) (6). According to the complainant, during the procedure after the heating cycle the water stopped circulating. The procedure was completed with another hta procedure set. The patient's condition at the conclusion of the procedure was reported to be "fine." Although attempts were made to gather further information, these attempts were made to gather further information, these attempts were unsuccessful

Manufacturer narrative:
(B) (4). The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant information from that review, a supplemental medwatch will be filed. (B) (4).